Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, the device was found to be in backup vvi mode. There was no adverse event to the patient due to device in backup. Physician decided to change-out the device instead of restoring it. Device was explanted and replaced. Patient's condition was stable before, during and after the procedure.